Manufacturer narrative:
Updated fields: b4, e1 event site email, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, e2, e1 initial reporter. A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the issue and no parts were required for the service. The fse completed all testing and ran the unit afterwards for an hour on 130 bpm. The unit operated correctly and gave no alarms. Unit passed all testing and was returned to the department for use.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had a over-temperature alarm. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an over temperature error. No harm or injury reported.